Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 3006425876-2016-00264.

Event description:
It was reported that in anesthesiology during the insertion of the catheter into the patient's jugular, the guide wire frayed. As a result, it was removed from the patient and a new kit was opened and used, however, the same issue occurred. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that during the insertion of the catheter into the patient's jugular, the guide wire frayed was confirmed. One guide wire and lidstock were returned. The customer also provided a photograph depicting an unraveled guide wire. The guide wire had numerous kinks/bends/offset coils in the guide wire body and was unraveled starting 6.5 cm from the j-tip. A manual tug test confirmed that the proximal (straight-end) weld remains intact with the coil/core wires. Microscopic inspection determined that the core wire was separated 2 cm from the j-tip weld. The appearance and location of the core wire separation is consistent with the type of damage that occurs from contact with the needle bevel. The weld appears full and remains attached to the unbroken coil wire. The guide wire graphic specifies the length at 454 +/- 4 mm and the outside diameter at .788/.826 mm. The combined length of the two sections of core wire was confirmed to be consistent with the graphic; therefore no pieces appear to be missing. The diameter of the guide wire measured 0.795 mm, which was within specification. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The other remarks: instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and did not reveal any manufacturing related issues. Since it appears that the damage to the guide wire was caused by pulling the guide wire against the needle bevel, operational context caused or contributed to this event. No further action will be taken.